Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument tip was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up with the customer to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument associated with this complaint and completed its investigation. The failure analysis investigations confirmed the customer reported complaint. The instrument was found to have a severely bent grip, causing side to side misalignment of the grips. Grips would no longer meet when fully closed and the grip performance was reduced. There was a 0.26¿ offset at the tips. Failure analysis found the primary failure of a severely bent grip to be related to the customer reported complaint. The root cause of a severely bent grip is attributed to mishandling/misuse. An additional observation that was not reported was that the molded insulator of the grip tip was broken as result of the damaged grip tip. A piece approximately 0.04" x 0.03" was found to be broken off the base. The broken piece was not returned. The root cause is attributed to misuse. No image or video clip for the reported event was submitted for review. A review of the instrument log for force bipolar instrument was (471405-06/k11220104 0218) associated with this event has been performed. Per logs, the force bipolar was last used on (B)(6) 2022 on system (B)(4), with 9 lives remaining. This complaint is being reported based on the following conclusion: failure analysis identified that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Implant date is blank because the product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.